Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black and had no power. Remote support service (rss) went offline, which located on pyx2e2. The customer unable to reboot and tried plug in with another outlet, heard audible noise but still failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15 oct 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer 62 caused the entire station to be down. A field service engineer replaced the drawer controller board to resolve the issue then the customer recovered storage space and tested functionality. The system functioned as intended after the field service engineer repaired the device.